Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that upon receiving a replacement pump, the wake button appeared to be damaged. There was no information provided regarding the customer's blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.